Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced stimulation irregularities with the implantable neurostimulator. The patient perceived an increase in stimulation intensity when using a bluetooth hearing assistive device with a television and while wearing a battery-powered heated jacket. The patient presented for a routine neurostimulator replacement as the implanted device had reached the end of service, during which these irregularities were reported. No troubleshooting was performed outside of a routine impedance check, which showed normal values. The neurostimulator was replaced due to the end of service.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (serial number (B)(6)) revealed no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It is unknown if the stimulation irregularities resolved following replacement.